Event description:
The customer contacted baxter's service center for troubleshooting assistance, which occurred on the homechoice (hc) after use. The home patient (hp) stated they inadvertently became disconnected from the patient line. They had since capped off and were awaiting a call back from the peritoneal dialysis registered nurse (pdrn) regarding resuming therapy for that night. The technical service representative (tsr) assisted the hp with ending therapy on the hc and removing the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they did not know the cause of the disconnection. The rn stated they looked at the transfer set and there were no issues with it. The rn stated the home patient (hp) has had no injury or medical intervention. On (B)(6) 2011, product surveillance contacted the home patient (hp). The hp stated they did not know the cause of the disconnection. The hp stated the disconnection occurred between the connection of the patient line and the transfer set. The hp stated they did not notice anything unusual regarding the patient line. The hp stated they were using the same transfer set. There were no further details.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.